Event description:
It is reported that the device broke.

Manufacturer narrative:
Evaluation summary: twist pattern on the hex indicates that the part failed while attempting to loosen the hinge extension. The device is capable of withstanding 300 in-lbs and the specified installation torque is 130 in-lbs. If the driver happened to fracture during removal as our analysis indicates, testing indicates that the average removal torque required is 185 in-lbs if the hinge post extension is assembled per the surgical technique. Given this information, it is possible that the hinge post extension that this driver is used to tighten was torque beyond the 130 in-lbs specified in the surgical technique. As a result of other similar reports, zimmer released a field communication on august 15, 2008 that reminds users of the importance of tightening the hinge post extension per the surgical technique. In addition, a surgical technique addenda was released that gives users an alternative method in surgery if the driver happens to fracture while attempting to remove the hinge post extension. As returned, the driver hex feature is fractured and missing. Hardness is well within specification. Scanning electron microscopy analysis showed that fracture origin appears to be at one of the hex corners. Equiaxed and elongated dimples were observed. Fracture appears to have occurred in overload in the presence of a torsional stress. Energy dispersive spectroscopy analysis of the hex driver material showed fe and cr elemental peaks in the spectrum typical of a 440a stainless steel. Device history records are intact and confirming indicating product was manufactured to specification.